Manufacturer narrative:
Concomitant products: product ID: 97714, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 97714, serial/lot #: (B)(4), ubd: 14-jan-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they got their spinal cord stimulator(scs) replaced in (B)(6) 2021. Information was omitted, see related pe# (B)(4) for information that was omitted.